Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00669, for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices were used during a esophagogastroduodenoscopy (egd)in the duodenal bulb, performed on (B)(6), 2010. (Patient's age is unknown, although it has been reported that the patient is over 18 years old; patient gender is unknown). According to the complainant, during the procedure, in both instances, the control wire kinked near the handle making it difficult to deploy. The clips fell into the patient and no attempts were made to retrieve the clips with no harm to the patient. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.